Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic trans-cervical resection of endometrium, the electrode loop detached and fell inside the patient's uterus. Exploration of the body cavity was done, and the loop was retrieved by flushing it out with fluid. The procedure was prolonged by less than 30 minutes and was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d8, d9, h3, and h6. The device was returned to olympus for inspection. During the visual inspection, it was determined that the loop of the electrode is detached and missing. The reported failure was confirmed, and stress problem was identified. Based on the investigation, the most probable cause of the complaint was not established, indicating the findings do not point to a definitive root cause of the reported adverse event. Olympus will continue to monitor field performance for this device.